Event description:
A surgeon reported bubbles in the anterior chamber, two anterior capsule tears and an incomplete dissection during laser assisted cataract surgery. The tears did not extend into the posterior capsule and were contained. The planned lens was placed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).